Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Visual and microscopic inspections no anomaly such as a fracture was found over the entire length. The outer layer had been torn at approximately 67mm from the distal end. The outer layer had been flared toward the distal direction. A torn shape and an abrasion were found at approximately 110mm from the distal end. An abrasion was found at approximately 117mm from the distal end. A hole was found at approximately 125mm from the distal end. A torn shape and an elongation were found at the holed section. The wire had been exposed at approximately 198mm - 250mm from the distal end. An abrasion was found at the joint. Intermittent abrasions were found at approximately 283mm - 500mm from the distal end. No anomaly was found in other sections. Confirmation of the missing length points (a) and (b) were set arbitrarily. From the distal end to the joint: approximately 250mm. From the distal end to point (a): approximately 110mm. From point (a) to (b): approximately 88mm. From point (b) to the joint: approximately 52mm. Since the length from (a) to (b), which was the flared section, was longer than the length from (b) to the joint, although the flared section was elongated, it was inferred that there was no missing part. Therefore, it was likely that when it was flared, it elongated, causing the tear to widen, resulting in a hole being created at approximately 125mm from the distal end. Microscopic inspection of the fixing ring: it was inspected from the top surface. As a result, it was found that the outer layer remained. Confirmation of dimensions: the hydrophilic coated section could not be measured due to flaring. The ptfe coated section met the factory's specifications. No anomaly was found. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Past simulation test we have experienced that when the outer layer was abraded or floated, it was flared in the following mechanism. [Test method] the outer layer of test sample (radifocus glidewire advantage) was abraded. The catheter was inserted into the test sample, and it was drawn into the catheter. Although the abraded section on the test sample got caught on the catheter, insertion continued. [Test result] the outer layer was flared towards the distal direction. UDI no. (B)(4). Based on the investigation result, as a possible cause of this event, the following mechanism was inferred. However, since the details of procedure were unknown, it was not possible to identify the hard object. I. The outer layer of actual sample was abraded due to some hard object (e.g., stenotic lesion). Ii. The actual sample was then removed from the combined device, causing the abrasion to get caught on the combined device. Iii. As the removal operation was continued, the outer layer was flared towards the distal direction. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following control. The outer diameter of product is controlled to confirm that there is no anomaly in it. Before the product packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as exposure of the wire. Before the product packaging process, 100% visual inspection of the joint is performed to confirm that there is no anomaly such as floating or flaring on the outer layer. The IFU of this product includes the following warning. If any resistance is felt or if the tip's behavior and/or location seemsimproper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during peripheral revascularization procedure, the guidewire advantage (gwa) was inserted and used for lesion access and multiple catheter exchanges. Upon removal from ansel sheath, operator felt resistance and continue to remove wire. When on back table, the tech noticed that the distal glidewire portion was becoming separated from the proximal stiffer nitinol portion at the fusion joint. The wire did not completely separate and remained intact. The staff opened and used another advantage wire with no issues the procedure was completed successfully and there were no adverse events. The estimated blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: manager. Since no actual sample was returned, investigation of the actual sample could not be performed, however, a photo was provided. Provided image: the outer layer had been flared toward the distal direction. From the provided image, it was unknown whether the outer layer was missing. History investigation of the product with the involved product code/lot number. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Past simulation test : we have experienced that when the outer layer was abraded or floated, it was flared in the following mechanism. [Test method]: the outer layer of test sample (radifocus glidewire advantage) was abraded. The catheter was inserted into the test sample and it was drawn into the catheter. Although the abraded section on the test sample got caught on the catheter, insertion continued. [Test result]: the outer layer was flared towards the distal direction. Based on the investigation result, as a possible cause of this event, the following mechanism was inferred. However, since the actual sample was not returned and detailed investigation could not be performed, it was not possible to clarify the cause of occurrence. I. The outer layer of actual product was abraded due to some factor. Ii. The actual product was then removed from the sheath, causing the abrasion to get caught on the sheath. Iii. As the removal operation was continued, the outer layer was flared towards the distal direction. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following control. The outer diameter of product is controlled to confirm that there is no anomaly in it. Before the product packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as exposure of the wire. Before the product packaging process, 100% visual inspection of the joint is performed to confirm that there is no anomaly such as floating or flaring on the outer layer. The instructions for use (IFU) of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.